Event description:
It was reported that during an ivc (inferior vena cava) filter placement procedure, the legs of the filter crossed during deployment. The titanium greenfield vena cava filter was advanced into the vena cava and upon delivery, the legs of the filter crossed during implant. The physician successfully implanted another titanium greenfield vena cava filter directly under the first filter. The patient had no symptoms during the procedure; no patient injury or further complications were reported. The patient's condition was reported as "ok".

Manufacturer narrative:
The filter is implanted in the patient and the delivery device was discarded, therefore, no product analysis will be possible. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.